Event description:
It was reported that in (B)(6) 2010, the patient requested to have the pump turned off. At this time, the pump delivered morphine. The patient was not titrated and the doctor turned the pump off. The patient was unsure if the medication was allowed to run out or if saline was put in the pump. After turning the pump off, the patient experienced withdrawal for 5 days. Symptoms included nausea and the patient's legs "wouldn't stay still." The patient was hospitalized for 3 days for the event. The patient was given a patch on the arm for the nausea. The patient stated "it was bad." The patient's current status was "alright" except for some pain in the back. The patient was currently hearing the pump alarm "every couple of minutes or so." The patient was to have the pump interrogated. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot # j10943r08, implanted: (B)(6) 2001, product type catheter. (B)(4).